Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that during service and repair, it was determined that the motor device had small holes in the hose near the muffler area, the device was power broken and the lock cylinder and pawl release were worn. It was further determined that the device failed pretest for hose verification and safety assessment. It was noted in the service order that the motor device had a hole in the rubber during reprocessing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.